Manufacturer narrative:
(B)(4). Batch # t5da1r. Investigation summary: the analysis results showed that one ecr60g reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Event described could not be confirmed as the reload was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the tubular stomach preparation surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.